Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, four times when an 800 ml fluid deficit was reached, the machine alarmed and zeroed out the device. Procedure carried on all four times. After the fourth time, they set the deficit limit to 2500 ml. The alarm sounded once 2500 ml was reached, and the device was zeroed out again and the procedure continued. The waste bag filled up. A non-hologic device was used to suction out the fluid. Six 3 l bags were used. They attempted to use this information to obtain a manual count. The final total deficit was 9,800 ml. The patient was brought to the ICU following the procedure. She had interstitial swelling of the face and swelling of the tongue. She was released from the hospital a day after the procedure.